Event description:
The patient reported blood glucose results of "269 mg/dl, 227 mg/dl, 199 mg/dl, and 146 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.